Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive architect toxo igg result for a patient. The pediatric clinician suspected the result was false positive. There was no specific patient information or data provided. Per the architect toxo igg package insert, interpretation of results section: < 1.6 iu/ml = nonreactive, 1.6 to < 3.0 iu/ml = grayzone, >/= 3.0 iu/ml = reactive. There was no impact to patient management reported.

Event description:
The customer reported false positive architect toxo igg result for a patient. The pediatric clinician suspected the result was false positive. There was no specific patient information or data provided. Per the architect toxo igg package insert, interpretation of results section: < 1.6 iu/ml = nonreactive. 1.6 to < 3.0 iu/ml = grayzone. >/= 3.0 iu/ml = reactive. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false reactive architect toxo igg result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, and labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot could not be performed as the likely cause lot is unknown. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with the likely cause list number and the complaint issue. The overall performance of the architect toxo igg assay was reviewed using field data from customers worldwide. The median of the patient results obtained for all lot(s) reviewed are within established limits and comparable to the historical reagent lot performance. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the architect toxo igg reagent, lot number unknown.